Manufacturer narrative:
On 12-sep-2021, biosense webster inc. Received additional information about the patient and event. It was reported the patient is male. The adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was bwi product malfunction, procedure and patient condition. Pericardial aspiration, auto-transfusion, cardiac theatre to repair perforation were performed as medical intervention. The patient required extended hospitalization because of the adverse event. The patient recovered well and was discharged a few days later. Transseptal puncture was performed with heartspan transseptal needle. Prior to noting the cardiac tamponade, ablation had already been performed. No evidence of steam pop. Not known in which stage the perforation occurred, first symptoms (drop in blood pressure) noted after all catheters were removed and patient was being recovered. An irrigated catheter was used in the event with the flow setting at 5ml/min and 40m/min. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used included graph, dashboard, vector & visitag with the visitag module parameters for stability: range of 3mm, time of 3 sec, force over time (fot) of 3g force and 25%, tag size 3mm. Additional filter used was ablation index. Color options used prospectively: ablation index values ¿ 400 and 550. Doctor follows a protocol of 70w for 5 seconds. He is aware that biosense webster does not recommend these settings. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30499109l number, and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6) manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. A transseptal puncture was done with a standard sheath and needle. One puncture was performed. Successful isolation of left and right sided veins was achieved. Ablation strategy was: 70 watts for 5 seconds on posterior wall and 7 seconds on anterior wall. Flow rate was 5ml/min and 40 ml/min. A smartablate generator was used. All catheters were removed, and patient was being woken up when the blood pressure dropped. An echo was done and it was noted a pericardial effusion had developed. Patient deteriorated and developed cardiac tamponade. A pericardial aspiration was done with auto -transfusion and the patient stabilized. Patient was taken to cardiac theatre to repair perforation. Patient survived theatre and was stable. Attempts have been made to obtain clarification to this complaint. However, no further information has been made available.